Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. One battery pack (B) (4) would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B) (6) male patient contacted lifecor customer support to report that one of his battery packs was flashing the "battery pack fault" led in the battery charger. Support sent the patient a replacement battery pack.